Event description:
Patient presented to the physician with pain at the ipg site after undergoing an imaging procedure. Physician brought the patient into the operating room and decided to replace the ipg as it was an older model. Physician opened the incision, replaced the ipg, re-positioned ipg relative to original implant, and closed.